Manufacturer narrative:
The device history record of the complaint lot could not be reviewed as lot number information was not available. Without the return or inspection of the subject device, a root cause cannot be determined. A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported that their endogator auxiliary water jet connector was causing water to flow out of the scope while the air was turned on. No report of injury or procedure delay.